Event description:
It was reported that "it was unable to deflate the balloon after removal of the catheter and the tip of catheter body was found damaged/bent. The damaged area was almost broken off. There were no removal difficulties and no patient complications were reported." The device will be returned by securing the damaged section so that it would not detach during transport. Event date is unknown. No patient injury was reported.

Manufacturer narrative:
The product was returned without the packaging for evaluation. The balloon and balloon windings were visually inspected for indication of damage or abnormality. The balloon latex and proximal windings have slipped distal on the catheter tip, and the distal windings are missing and were not returned. This condition may occur if the maximum recommended pull force has been exceeded. The maximum pull force is 1.5 lbs on the inflated balloon (per the product IFU). A device history record review was completed and documented that the device met all specifications upon distribution. The customer report was confirmed. No indication of a manufacturing defect was noted; review of the available information suggests that procedural factors may have contributed to the event. No actions will be taken at this time.